Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("excessive bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), dyspareunia ("painful intercourse"), vaginal discharge ("abnormal vaginal discharge"), dysgeusia ("metal taste in mouth") and procedural pain ("long and painful post-operative recovery"). The patient was treated with surgery (hysterectomy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, vaginal discharge, dysgeusia and procedural pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, dyspareunia, vaginal discharge, dysgeusia and procedural pain to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced severe pain and excessive bleeding (seen as pelvic pain and genital haemorrhage respectively) amongst non serious events. Approximately ten months after insertion, plaintiff underwent a hysterectomy with removal of devices. Pelvic pain and genital haemorrhage are anticipated in the reference safety information for essure. During essure therapy, pelvic pain and genital haemorrhage may occur. Considering that events started after essure insertion and the lack of alternative explanations, causality with essure cannot be excluded. This case was regarded as incident as a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("excessive bleeding") in a 31-year-old female patient who had essure (batch no. C91744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 6 and colposcopy. Concurrent conditions included anemic (hemoglobin of 11.6) and uterine bleeding. Concomitant products included doxycycline, eugynon (levora), macro-b, oral contraceptive nos and phenazopyridine hydrochloride (pyridium). . On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") on the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced dysgeusia ("metal taste in mouth/ metallic taste in mouth"). In 2015, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("abnormal vaginal discharge"), procedural pain ("long and painful post-operative recovery") and abdominal pain lower ("right lower quadrant pain"). The patient was treated with surgery (total vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, vaginal discharge, dysgeusia, procedural pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: after surgery most of her symptoms resoved. Coils that appeared trailing into the uterine cavity was 3. Diagnostic results: (B)(6) 2014 : urine pregnancy test : result was negative. (B)(6) 2015 ; hysterosalpingogram : never received results. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), abdominal pain, right lower quadrant pain", reporter, lot number, concomittant condition added from pfs.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("excessive bleeding") in a 31-year-old female patient who had essure (batch no. C91744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 6 and colposcopy. Concurrent conditions included anemic (hemoglobin of 11.6) and uterine bleeding. Concomitant products included doxycycline, eugynon (levora), macro-b, oral contraceptive nos and phenazopyridine hydrochloride (pyridium). In december 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). In february 2015, the patient experienced dysgeusia ("metal taste in mouth/ metallic taste in mouth"). In 2015, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("abnormal vaginal discharge"), procedural pain ("long and painful post-operative recovery") and abdominal pain lower ("right lower quadrant pain laying on side"). The patient was treated with surgery (total vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal discharge, procedural pain, dysmenorrhoea, abdominal pain and abdominal pain lower outcome was unknown and the dyspareunia, dysgeusia, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: after surgery most of her symptoms resolved. Coils that appeared trailing into the uterine cavity was 3. Diagnostic results: (B)(6) 2014 : urine pregnancy test : result was negative. (B)(6) 2015 ; hysterosalpingogram : never received results. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("excessive bleeding") in a 31-year-old female patient who had essure (batch no. C91744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 6 and colposcopy. Concurrent conditions included anemic (hemoglobin of 11.6) and uterine bleeding. Concomitant products included doxycycline, eugynon (levora), macro-b, oral contraceptive nos and phenazopyridine hydrochloride (pyridium). In (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2014, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). In (B)(6)2015, the patient experienced dysgeusia ("metal taste in mouth/ metallic taste in mouth"). In 2015, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("abnormal vaginal discharge"), procedural pain ("long and painful post-operative recovery") and abdominal pain lower ("right lower quadrant pain laying on side "). The patient was treated with surgery (total vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal discharge, procedural pain, dysmenorrhoea, abdominal pain and abdominal pain lower outcome was unknown and the dyspareunia, dysgeusia, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: after surgery most of her symptoms resoved. Coils that appeared trailing into the uterine cavity was 3. Diagnostic results: (B)(6)2014 : urine pregnancy test : result was negative. (B)(6)2015 ; hysterosalpingogram : never received results. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Events outcome for vaginal bleeding, menorrhagia, dyspareunia, nickel taste in mouth are updated to recovered resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced severe pain and excessive bleeding (seen as pelvic pain and genital haemorrhage respectively) amongst non serious events. Approximately ten months after insertion, plaintiff underwent a hysterectomy with removal of devices. Pelvic pain and genital haemorrhage are anticipated in the reference safety information for essure. During essure therapy, pelvic pain and genital haemorrhage may occur. Considering that events started after essure insertion and the lack of alternative explanations, causality with essure cannot be excluded. This case was regarded as incident as a surgical intervention was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.